Event description:
While speaking with the olympus technical assistance center (tac), the customer reported that the issue with flickering and losing the image occurred in the middle of a diagnostic procedure. The customer reported that they replaced the maj-1430/video cable as they were using a 180-series scope, and after this, the customer was able to complete the procedure with no issues. After the procedure was finished successfully, the staff power cycled the tower, and the image was returned to the tower monitor using the replacement maj-1430/pigtail video cable. Tac advised the customer to continue monitoring the issue. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b5, d8, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had a flickering imagecand then the image went black during case. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.